Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they had to call emergency anesthesiologist to remove the bravo capsule from the vocal cords. The pt was not injured following the procedure.